Event description:
Caller reported a cgm error and received assistance from customer technical support (cts) for a pump reset. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through the pump reset process, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.